Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
An additional lot number was reported (lot#: m013622). The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device is received.